Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident ceramic on ceramic hip system. It was further alleged that, the patient is experiencing "squeaking" from the system."

Manufacturer narrative:
(B) (4). The battery drain issue was addressed by mdq-(B) (4). No further action is required at this time.

Event description:
A voluntary medwatch (MDR) was received by product surveillance on 09/01/2009. The event description indicates that a colleague triple channel infusion pump alarmed low battery and failed during patient use. Reportedly, the pump had been plugged in to charge prior to patient transport for a computed axial tomography (CT) scan. The pump was infusing unknown vasopressor medications to stabilize the patient's blood pressure. The pump had been unplugged for approximately 30 minutes. It alarmed "low battery" and beeped for the first time. One minute after the low battery alarm, the pump failed. This failure reportedly caused the organ donor patient to code. The patient was reportedly, "clinically dead", but the infusion pump therapies were being utilized to perfuse the patient until the organs could be harvested for other transplants. Additional information indicates that patient perfusion was restored after the patient coded, the organs were able to be harvested and provided to transplant patients. The nurse manager indicated she did not feel that the pump failure contributed to the patient's demise.

Manufacturer narrative:
The event history was received by the product analysis lab (pal) for evaluation. The evaluation results indicate: in 2009 prior to the failure, channel a was infusing at the calculated rate 26.3 ml/hr, channel b was infusing at 37.5 ml/hr and channel c was infusing at the rate 20.00 ml/hr. The pump was unplugged from ac at 06:22:11. At 06:42:45 (20 mins, 34 secs) the pump went into battery low alert (pump continues to infuse). At 06:44:52 (2 mins, 7 secs) there was a battery depleted alarm. This stopped the infusion (by design). At 06:44:57 the channel a select key was pressed and one second later failure code 16:310:903:0002 occurred, due to low battery voltage. Due to the fast rate the batteries went into depletion after the pump was unplugged from ac power, this concludes the batteries are damaged / won't hold a charge or batteries were not properly charged prior to the start or the infusion.the facility and the leasing organization have advised that the device will not be returned to baxter for evaluation as the patient was clinically dead at the time of the battery failure, and the facility does not feel that the pump failure was instrumental in causing the patient's death.

Manufacturer narrative:
The device was requested for return to the product analysis lab (pal) for evaluation.

Event description:
During use in a carotid artery angioplasty/stenting procedure, the tip of the aviator balloon catheter used for predilation and another aviator balloon used for post dilation as well as the proximal section of the non-cordis emboshield embolic protection device were not seen well under fluoroscopy. The aviator balloons then became wedged with the embolic protection device and were not able to be released. An unk 0.014 guidewire was introduced alongside the embolic protection device and an unk coronary balloon catheter was inserted to the proximal section of the embolic protection device and inflated enough to hold the embolic protection device in place. There after the first aviator plus (B)(4) was released and retrieved from the vessel without injury to the pt. The lesion was treated with an unk carotid stent. Post stent dilatation was performed with the second aviator plus (unk catalog/lot) and the same incident occurred requiring the same rescue procedure which was successful without pt complication. There were no anomalies seen during device preparation and the instructions for use were followed. The vessel was very tortuous, however, there are no other details regarding the specific target site, side of lesion, stenosis %, and other lesion/vessel characteristics. The pt's weight is not known. Prior to the events, a femoral approach made to the carotid artery and the emboshield embolic protection device was inserted.